Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the long bipolar grasper instrument was not responding to surgeon appropriately. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a loose pitch cable. The probable root cause is attributed to a loss of cable tension. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The root cause is attributed to loose pitch cable at the proximal. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.35mm. The probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments. Additionally, the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.06¿ - 0.04¿ in length and are not axially aligned with the tube axis. Material was not missing from the surface of the main tube. The probable root cause is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.